Manufacturer narrative:
(B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular lead fell out of the septal position four separate times during the implant procedure. Ultimately, the lead was placed in a stable position proximal to the apex. No adverse patient effects were reported during the procedure. Approximately one month following implant, the rv lead dislodged. A revision procedure was performed and the rv lead was explanted. No adverse patient effects were reported during the procedure. The explant date was not provided.